Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance during the fill process with multiple cartridges. Customer's blood glucose level was 160 mg/dl. Reportedly, the customer inserted the syringe needle all the way into cartridge instead of half way into the cartridge when attempting to fill with insulin. Tandem technical support educated the customer on proper load techniques. The issue resolved and the customer successfully filled the cartridge.